Event description:
It was reported that the 9800 system would not capture or play back the cine images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted during the service call. The system was tested and found to be working as intended, and put back into service.